Event description:
A DreamStation 2 Auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation of the device, the third-party service center visually inspected the device and confirmed the issue. Inspection carried out on unit, a thermal event has occurred and damaged the ribbon cable on the UI bezel and also the ribbon cable connection on the main PCA. The unit will require a new main PCA and UI Bezel. The unit is now awaiting technical support regarding PCA replacement. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s Product Investigation Lab (PIL) for additional testing and investigation. A final report will be sent once the investigation is concluded.